Manufacturer narrative:
This report is submitted on august 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device following a fall. Subsequently, the device was explanted (date not reported).